Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient stated that they reset the device and started the sensor session before pairing was completed. Dexcom representative advised patient to stop sensor session and wait until pairing is completed before starting session; this was unsuccessful. Dexcom representative then advised patient to try a new sensor with her current transmitter; this was unsuccessful. Patient then changed out both sensor and transmitter which was successful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5207524), being used with the complaint receiver, was returned on (B)(6) 2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.